Manufacturer narrative:
(B)(4). Device manufacture dates: april 1, 2013 - april 3, 2013. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of an lv 10 infusor ruptured. This occurred after filling of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The report was for a small volume folfusor and not a lv 10 infusor. The report source is a consumer in addition to foreign and company representative. The lot was manufactured from 05/01/2013 to 05/02/2013. Evaluation summary: the device was returned for evaluation filled. Visual inspection identified a ruptured bladder, confirming the reported condition. Microscopic inspection identified markings on the exterior surface of the bladder, near the rupture line. The cause of the rupture was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.